Event description:
The patient reported that the buttons are not responding and the audio bolus button is peeling.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be responding appropriately to button presses. The bolus button was found to be detached. The bolus button was found to be leaking and there was internal moisture observed near the bolus button.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.